Event description:
Reporter alleged that she felt hypoglycemic symptoms as if she would pass out and also dizziness when she obtained a 300 mg/dl result on her active s system. Reporter stated she was at a doctor's appointment when this happened and they used a professional device to obtain a result of 60 mg/dl within 15 minutes of the 300 mg/dl result. Reporter stated she was treated with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.